Event description:
Per independent repair statement alarming or red light. Four way valve is stuck, poppit valve is not shifting, the compressor is loud, the sieve beds are saturated, the power switch has no alarm, and the tie wraps are broken.